Event description:
Additional information was received from the patient. Shortly after received the first implant patient accidentally stepped onto a kid's skateboard and fell flat on her back. Patient started experiencing a return of symptoms and saw hcp who ran diagnostics and said that the lead wasn't working and would need a revision. Revision occurred on (B)(6) 2017. The therapy stopped working (normal battery depletion) however said that ins had to be moved as the back wasn't healing, there was a hole in patient's back and could see the ins. Patient said that the ins was initially on the right and then was moved to the left and then back on the right side with the last implanted system. Patient said has two scars on right buttock area. Agent did not ask about the circumstances that led to the reported issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1afkm, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient fell and had no stimulation and therapy. It was noted that the device was working perfectly after implant , and it was no longer working after the patient endured a fall. Rep reported that the device worked after implant but not since the fall. It was noted that impedance check showed high impedances on all electrodes, and the x-ray showed lead movement in the foramen. It was noted that the rep tried all programs but impedances were still high , and a lead revision was done. It was reported that the issue had been resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event